Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b5, d1, d2a, d2b, d3, d4, d6a, g4, h4, h6.

Event description:
Left side rupture. Device has been explanted and replaced.

Event description:
Company representative reported unknown side implant rupture. Device remain implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.